Manufacturer narrative:
Product analysis: the product specimen has not been returned for device evaluation. Conclusion: multiple attempts to gather additional information and request product return have been made; however, these attempts have been unsuccessful. Without return of the product, no definitive conclusions could be drawn regarding the clinical observation. Should the device be returned or additional information become available, a supplemental report will be submitted.

Event description:
Medtronic received information that this annuloplasty ring in the tricuspid position was implanted and explanted on the same day. The reason for explant is unknown. No further adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.